Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 82 mg/dl on his blood glucose meter. He was later found unconscious. No comparison readings to judge any inaccuracy of the device's reading. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.